Event description:
It was reported that the screws sheared below the head midway in placement. The sheared screws were implanted. This event did not cause an adverse consequence to the pt.

Manufacturer narrative:
Summary of evaluation: evaluation results are received from howmedica leibinber gmbh indicates that evaluation of this event caanot be performed because the screws were not returned to howmedica leibinger gmbh.